Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, high thresholds were noted on the pacing lead although numerous locations were tried. It was noted this was partly due to the patient's physiological condition. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.